Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, the patient underwent a second right knee revision due to instability, adhesions, and loosening. There is no indication of any specific component loosening, however, the surgeon indicating debriding loose cement. Doi: (B)(6) 2017 tibial tray, femoral component, patellar component, and two depuy cement products. Dor: (B)(6) 2018 tibial insert; dor: (B)(6) 2019 right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - device history reviewed 25 march 2020 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed. 2680 units released. Lot expiry date:(B)(6) 2019. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.